Event description:
The customer obtained falsely high troponin I results on heparin plasma samples from one patient. Treatment of the samples with heterophilic blocking tubes reduced the troponin I results to within the normal range of the assay elevated results of the magnitude obtained prior to treating the samples with the blocking tubes might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.